Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis as this happened about a year and a half ago, but doesn't know the exact date. The customer blood glucose level was 270 mg/dl at the time of incident and the current blood glucose level was 138 mg/dl. Customer¿s blood glucose level was 400 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as high ketones and vomiting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump was alleging under delivery. Customer was able to complete carelink upload. The insulin pump will be returned for analysis.